Event description:
The customer reported the insertion part of the subject device was "folded". The reported issue was found while preparing the subject device for use, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device, without a delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the biopsy channel was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing, the customer's reported issue (insertion part folded) was confirmed. It was observed the connecting tube (insertion part) was dented. In addition, service found an electric contact of the ultrasonic connector was worn, there was a leakage due to a broken channel, the suction was reduced due to the dented channel, the bending angle in the up direction was out of specification due to wear of the angulation wire, the distal end was corroded, the electrical connector was corroded, the displayed image was blurry due to a broken charge-coupled device, and there was a leakage due to a pinhole in the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused due to incorrect or insufficient reprocessing. The collapsed channel resulted in air leakage; therefore, the device could not be reprocessed normally. The root cause of the collapsed channel could not be determined. Olympus will continue to monitor field performance for this device.